Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt switched from batteries to power module during a clinic visit. Upon transition, red heart alarms sounded, the pump stopped, and pt became mildly symptomatic. The vad coordinator immediately switched back to batteries and moved to another power module and power module pt cable.

Manufacturer narrative:
The pt remains on going with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.